Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant failed to osseointegrate and was removed due to infection. The implant was removed 6 days after it was placed in tooth # 3. The patient complained of severe pain. The implant was immediately removed and the site was grafted for future implantation. The pain subsided tremendously upon implant removal. Patient had type 2 bone quality. There was no bone loss. The implant was placed on previously grafted site. There was granulated tissue around the implant. 40 n/cm power of torque was used to place the implant. There was no abnormality with the implant. There was no reported pre-existing condition. Patient is reported to be doing well.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results the packaged stock product is not applicable for review since no defect or non-conformity observed from returned product. Investigation methods/results: the implant was returned but not in original package. The part was visually inspected and verified to be a hahn tapered implant 5.0 mm x 13.0 mm using the radiographic template. Complaint investigator measured the critical parameters against drawing 3025817 rev 2.0 from DHR and found no deviation. The corresponding cover screw was inserted in the implant. No bone debris found from the implant. There was no defect or non-conformity observed. Root cause: "failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes mentioned below. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration.